Event description:
Photo.

Manufacturer narrative:
One photo was received and analyzed by our quality team with the customer's complaint of tubing breaking. The photo is enough to verify the complaint as there are multiple signs of leakage and the set can be seen separated to some extent. The photo is not of high quality and the exact failure is obscure. Due to this and the lack of a physical sample for investigation, the root cause of this issue remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the end of primary tubing broke.